Event description:
It was reported that the bur attachments sounded loud and appeared to be vibrating and heating up. It was further reported that it was not known how the devices were being used and that the procedure and the patient appeared not to be affected. Upon return of the attachments, the presence of a broken bur was discovered. No adverse consequences were reported.

Manufacturer narrative:
There were a number of devices associated with this complaint. The devices including a broken bur were returned for evaluation. It was visually confirmed that the bur had broken near the tip of the bur shank and that the head was missing. Lot no. Details were not provided. It was not possible to determine the definitive root cause for the breakage.